Event description:
It was reported that the customer's insulin pump was not delivering the insulin correctly, and it did not alarm no delivery when it supposed to. Troubleshooting was performed. The device was disconnected from the customer's body. Attempted to prime and the device gave her no delivery alarm. Had customer to change the infusion set and reservoir, but the insulin did not exit. Advised the caller that the insulin pump will be replaced. Instructed the caller revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.